Event description:
Customer reported that the EKG trigger stopped during the use on a patient, the balloon pump was replaced and treatment was continued. No patient injury was reported.

Manufacturer narrative:
The device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The service representative ran in test fixture with no loss of ECG waveform. The customer requested to change the front-end board ((B)(4)). Once replaced, performed calibration, operational and safety tests to meet factory specifications. The pump was returned to the customer. The front-end board was returned to the manufacturing facility in (B)(4) for evaluation. A supplemental medwatch report will be submitted when additional information becomes available. (B)(4).